Manufacturer narrative:
The device history record (DHR) review showed all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot number. Three samples were returned for evaluation. One sample was an unused representative sample, and two samples were contaminated complaint samples. Visual inspection was completed on all three samples. The two contaminated samples contained air in line which confirmed the reported condition. The unused representative sample contained no visual issues. Functional testing was performed showing the representative sample performed as required for the duration of the test with no issue. A corrective and preventative action (CAPA) has been opened to further investigate this issue. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the bag is filling up with air and not flowing with feed put in by the clinician. This is allowing air into the line. The clinicians changed the kangaroo epump but the problem kept happening.